Manufacturer narrative:
(B)(4). Radiesse and belotero were both reported under 2135225-2013-00086. This medwatch is being sent for the belotero per the request of the FDA. On (B)(6) 2013 (B)(6), rn spoke to a (B)(6) aesthetics nurse. (B)(6) injected two 1.5cc syringes of radiesse to the mid face, nlf, and ml region and one syringe of belotero to the upper lip. Both syringes were mixed with lidocaine. (B)(6) stated only the upper lip was injected with belotero because the needle dislodged from the syringe. The pt had radiesse injections several months ago without incident however, (B)(6) stated the pt was under-filled and desired more correction. Upon leaving the office the pt was slightly swollen. After the pt arrived home, she made several calls to (B)(6) stating that the edema was worsening and progressing to her neck. (B)(6) advised the pt to go to the immediately. The pt was treated in the ER for angioedema and anaphylaxis and admitted overnight for observation. (B)(6) stated the pt's medical history is negative for seasonal allergies, medication changes since her last radiesse injections, latex allergy, sulfite allergy, recent infection, autoimmune deficiency or history of anaphylaxis. (B)(6) and (B)(6) discussed a possible clestrace deficiency. The pt stated she took her hypertension medication (micardis) immediately upon arriving home. The physician in the ER informed the pt he felt this could have been an interaction between the radiesse or belotero and the micardis. The pt also applied arnica montana gel to her face, but this was after the edema began. (B)(6) reports the pt has had no lasting after affects from the angioedema and has recuperated nicely. On (B)(6) 2013, (B)(6), rn provided follow up info: (B)(6) has seen the pt since the event. The pt comes in to get her hair and nails done. (B)(6) has not received any follow up info from the pt's doctors. (B)(6) stated that the pt had radiesse in the past once before and did well. The pt looks good.

Event description:
Ljfon (B)(6) 2013 (B)(6), rn injector reported this event to merz aesthetics. She reported that she injected a pt yesterday on (B)(6) 2013 with radiesse and belotero. The pt was very close to anaphylactic shock according to ER last night at 10:30 pm, she was admitted into the hospital for about 16 hours. On (B)(6) 2013 (B)(6) provided further details regarding this case. The pt had neck swelling and it was hard to breath. (B)(6) told the pt to go to the ER. The pt had anaphylactic shock. The pt was kept in the hospital overnight and was discharged the next day. She had extreme swelling that started in the face and went to the neck. (B)(6) stated that the pt has high blood pressure and that evening after the radiesse/belotero injection she took her medication, micorditis hcl 40/12mg 1 daily. (B)(6) stated that this may have dilated the blood vessels and allowed the swelling to come into the face. The ER told the pt that this medication may have aggravated the situation. At this time the injector believed that the medication, micordis hcl was likely the problem.